Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that "had an item failure with 2426-0007. Patient was receiving medication and the medication bypassed the one way valve and filled the primary tubing's drip chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported backflow into the back check valve, and returned the primary and secondary tubing associated with the infusion. The primary is material 2426-0007, lot unknown. Upon initial visual examination, the sets had no defects or abnormalities. The sets were then set up in a primary/secondary infusion where the secondary has blue dye water, in order to visually confirm the failure. The failure was immediately confirmed, and the back check valve took no time to fail. The component was sent to the supplier for further evaluation. The back check valve is a supplied component, and the sample was sent out to the supplier. The supplier found that when they took the component apart, there was a foreign material stuck in it, that caused the malfunction. The particulate was reported as unable to have been introduced at the supplier facility, and bd also reports this as well. The root cause for the particulate and the back check valve failure could not be found. A device history record review was not performed as the lot number is "unknown" for this complaint.